Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the customer experienced a low blood glucose level of 43 mg/dl and experiencing confusion, difficulty breathing and speaking. The customer addressed their low bg by consuming carbohydrates. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.